Event description:
Customer reportedly received results of 240 mg/dl on advantage system 1 and 95 mg/dl on advantage system 2 within 10 minutes. No high blood glucose symptoms reported with these results. No actions taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in advantage system 1.